Event description:
Reporter noted since receiving machine in 2004, had two endophthalmitis cases ten days post-op. Second event 3 months later. Doctor had used same room and same system on both pts. Pt 1 0f 2: cultured pseudomonas; vitrectomy required. Pt lost sight in right eye.